Event description:
It was reported that the system 7700 had poor image quality, while being used on a large pt. There was no adverse involvement reported.

Manufacturer narrative:
No physical investigation occurred. This complaint occurred only while in use with a larger than typical pt. Such applications are technique sensitive. No operational problems with the system.